Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure of the right ventricular (rv) lead, the operator encountered the placement difficulties and the issue with the screw mechanism. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The helix exceeded specification the number of turns to extend and retract. Visual analysis of the lead indicated damage at implant. The analyst noted the helix will not extend due to distal conductor distortion within the connector from over rotation. The distal conductor is distorted from over rotation of the helix at 1.5 cm in the connector leg. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure of the right ventricular (rv) lead, the operator encountered the placement difficulties and the issue with the screw mechanism. The lead was removed and replaced. No patient complications have been reported as a result of this event.